Event description:
It was reported that the user experienced prolonged episodes of elevated blood glucose over several hours while using the ilet and a cd infusion set, with a steady rise observed since the morning; the user changed supplies the prior evening, noted no visible issues with the set, and was guided to replace tubing and perform a site change while at work. Symptoms included hyperglycemia and flu-like symptoms reported in the blood glucose questionnaire. Outcomes included no hospitalization and user-managed troubleshooting with education provided. Investigation included customer care review of device use, guided replacement of infusion set and tubing, and assessment for supply-related factors. Investigation of this case revealed no visible device or component damage was identified by the user, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.